Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints the customer reported via phone call that the insulin pump was alarming a battery out limit. The customer was assisted with clearing the alarm. The customer also reported that a button was unresponsive and would occasionally scroll on its own. The customer¿s blood glucose had gone up to 500 mg/dl. The insulin pump will not be returned for analysis.